Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2010, the patient had essure inserted. On (B)(6)2020, 3712 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometrial disorder, endocervical squamous metaplasia and ovarian cyst on (B)(6) 2020, dyspareunia and nickel allergy on (B)(6) 2020, endometriosis, dysmenorrhea, vaginal bleeding and abnormal uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, 3730 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy,bilateral salpingectomy,cystectomy,enterolysis,ablation of endometriosis). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: specimens: a) - ovary, right, right ovarian cyst b) - uterus, uterus cervix and right fallopian tube c) - fallopian tube, left, left fallopian tube result: a. Right ovarian cyst: - hemorrhagic corpus luteum. B. En bloc uterus and cervix, separate right fallopian tube: - 1. Cervix: benign squamous mucosa. - 2. Benign endocervical mucosa with squamous metaplasia in the transformation zone and proximal end of cervix. - 3. Proliferative phase endometrium. - 4. No hyperplasia, no carcinoma. - 5. Right fallopian tube, isthmus, ampulla and fimbria: no significant histopathologic abnormalities. - 6. Sub serosal endometriosis. C. Left fallopian tube, isthmus, ampulla and fimbria: - no significant histopathologic abnormalities. Pre-op diagnosis: other specified abnormal uterine and vaginal bleeding secondary dysmenorrhea post-op diagnosis: other specified abnormal uterine and vaginal bleeding secondary dysmenorrhea endometriosis of pelvis adhesion of intestine clinical history: hysterectomy gross description: the right fallopian tube is curvilinear, c-shaped and encompasses the isthmus, ampulla and fimbria. The tube measures 6.4 cm in length and 9 mm in thickness. The fimbria are maroon, soft, fibrillar and free. Sections are embedded in a half dozen cassettes. The specimen is reevaluated a second time. An intrauterine device is absent in the uterus cavity and in the specimen container. Four additional sections are taken of the right and left adnexal areas and the posterior neck of the uterus. The specimen is re-evaluated a third time. A white, thread-like structure with attached thread-like metal wire measuring 20.5 cm in length is yanked out of the left cornu. A similar white, threadlike structure with a coiled metal wire wrapped around it, together measuring 14.2 cm in length, is yanked from the right cornu. Left fallopian tube is a serpentine coiled fallopian tube encompassing isthmus, ampulla and fimbria measuring 6.1 cm in length and 9 mm in thickness. The fimbria are brown, soft, fibrillar and free concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device embedded. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon internal review "embedded device" event was deleted. New event: medical device removal was added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("sections are embedded in a half dozen cassettes") in a 34 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometrial disorder, endocervical squamous metaplasia, ovarian cyst, dyspareunia and nickel allergy in 2020 and endometriosis, dysmenorrhea, vaginal bleeding and abnormal uterine bleeding. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, cystectomy, enterolysis, ablation of endometroisis). The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: specimens: ovary, right, right ovarian cyst; uterus, uterus cervix and right fallopian tube; fallopian tube, left, left fallopian tube. Result:right ovarian cyst: hemorrhagic corpus luteum. En bloc uterus and cervix, separate right fallopian tube: cervix: benign squamous mucosa. Benign endocervical mucosa with squamous metaplasia in the transformation zone and proximal end of cervix. Proliferative phase endometrium. No hyperplasia, no carcinoma. Right fallopian tube, isthmus, ampulla and fimbria: no significant histopathologic abnormalities. Sub serosal endometriosis. Left fallopian tube, isthmus, ampulla and fimbria: no significant histopathologic abnormalities. Pre-op diagnosis: other specified abnormal uterine and vaginal bleeding; secondary dysmenorrhea. Post-op diagnosis: other specified abnormal uterine and vaginal bleeding; secondary dysmenorrhea. Endometriosis of pelvis: adhesion of intestine. Clinical history: hysterectomy. Gross description: the right fallopian tube is curvilinear, c-shaped and encompasses the isthmus, ampulla and fimbria. The tube measures 6.4 cm in length and 9 mm in thickness. The fimbria are maroon, soft, fibrillar and free. Sections are embedded in a half dozen cassettes. The specimen is reevaluated a second time. An intrauterine device is absent in the uterus cavity and in the specimen container. Four additional sections are taken of the right and left adnexal areas and the posterior neck of the uterus. The specimen is re-evaluated a third time. A white, thread-like structure with attached thread-like metal wire measuring 20.5 cm in length is yanked out of the left cornu. A similar white, threadlike structure with a coiled metal wire wrapped around it, together measuring 14.2 cm in length, is yanked from the right cornu. Left fallopian tube is a serpentine coiled fallopian tube encompassing isthmus, ampulla and fimbria measuring 6.1 cm in length and 9 mm in thickness. The fimbria are brown, soft, fibrillar and free. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device embedded. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: medical device removal updated to embedded device. Reporters, patient information, medical history, lab data, indication, drug stop date, and non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, 3712 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometrial disorder, endocervical squamous metaplasia and ovarian cyst on (B)(6) 2020, dyspareunia and nickel allergy on (B)(6) 2020, endometriosis, dysmenorrhea, vaginal bleeding and abnormal uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, 3730 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day with surgery (hysterectomy,bilateral salpingectomy,cystectomy,enterolysis,ablation of endometroisis). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: specimens: a) ovary, right, right ovarian cyst b) uterus, uterus cervix and right fallopian tube c) fallopian tube, left, left fallopian tube result: a. Right ovarian cyst: hemorrhagic corpus luteum. B. En bloc uterus and cervix, separate right fallopian tube: 1. Cervix: benign squamous mucosa. 2. Benign endocervical mucosa with squamous metaplasia in the transformation zone and proximal end of cervix. 3. Proliferative phase endometrium. 4. No hyperplasia, no carcinoma. 5. Right fallopian tube, isthmus, ampulla and fimbria: no significant histopathologic abnormalities. 6. Sub serosal endometriosis. C. Left fallopian tube, isthmus, ampulla and fimbria: no significant histopathologic abnormalities. Pre-op diagnosis: other specified abnormal uterine and vaginal bleeding secondary dysmenorrhea post-op diagnosis: other specified abnormal uterine and vaginal bleeding secondary dysmenorrhea endometriosis of pelvis adhesion of intestine clinical history: hysterectomy gross description: the right fallopian tube is curvilinear, c-shaped and encompasses the isthmus, ampulla and fimbria. The tube measures 6.4 cm in length and 9 mm in thickness. The fimbria are maroon, soft, fibrillar and free. Sections are embedded in a half dozen cassettes. The specimen is reevaluated a second time. An intrauterine device is absent in the uterus cavity and in the specimen container. Four additional sections are taken of the right and left adnexal areas and the posterior neck of the uterus. The specimen is re-evaluated a third time. A white, thread-like structure with attached thread-like metal wire measuring 20.5 cm in length is yanked out of the left cornu. A similar white, threadlike structure with a coiled metal wire wrapped around it, together measuring 14.2 cm in length, is yanked from the right cornu. Left fallopian tube is a serpentine coiled fallopian tube encompassing isthmus, ampulla and fimbria measuring 6.1 cm in length and 9 mm in thickness. The fimbria are brown, soft, fibrillar and free concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device embedded. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-apr-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.